Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced inadequate pain relief during the trial period. Therefore, the patient underwent an explant procedure during which the paddle leads and lead extensions were removed. There were no reported patient complications postoperatively. The device return status was unable to be obtained despite three good faith efforts. Additional information was provided that the explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional information provided in block b5 and h10 block b3: exact date unknown, event occurred in may 2023 additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6). Batch: 7074508 product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(6). Batch: 7110085 product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch: 7081593 product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(6). Batch: n/I product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch: n/I

Manufacturer narrative:
Exact date unknown, event occurred in may 2023 additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6). Batch: 7074508 product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: n/I batch: n/I product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: n/I batch: n/I product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: n/I batch: n/I product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: n/I batch: n/I.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced inadequate pain relief during the trial period. Therefore, the patient underwent an explant procedure during which the paddle leads and lead extensions were removed. There were no reported patient complications postoperatively. The device return status was unable to be obtained despite three good faith efforts.